Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g3, g6 h2, h6, h11. No device catalog was reported, therefore a lot history review is unavailable.

Manufacturer narrative:
Tw ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
Received incrowd survey 38488 heartstring iii pms- july 2024, where they commented "slight movement occurs at hinge" when asked about the use of getinge heartstring iii. He stabilizer or positioner mount does not move when it is locked.